Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the device front panel failed and the alarm sound during start up. The faulty device needs replacement to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for use, the high flow insufflation unit alarm sound during start up. The procedure was completed with a similar device. The procedure was not delayed for more than 15 minutes. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the problem occurred due to the defective main board. Additionally, the screen would freeze and an alarm would occur after startup. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.